Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2015 with the following findings: a visual inspection of the pump showed evidence of rust/corrosion in the battery compartment. The pump was cracked at the cartridge compartment and the pump failed a leak test due to this. The pump cover was opened and moisture was found on the keypad flex/connector. Unrelated to the complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.